Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms, and a blank screen. Corrosion was observed inside the battery compartment. The battery compartment was cracked above and below the bumper pad. A leak test failed in the battery compartment. The pump cover was removed to find moisture ingress on the printed circuit board.